Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the company representative (rep) clarified that the report that the "pump had been "dye" for a week" meant that the pump had been dry or empty for a week. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a company representative that the patient's pump had been "dye" or a week, and according to the hospital, that fact and withdrawal had been missed. The patient went in on (B)(6) 2015 and the dose was left as 2.5mg of morphine, and that put the patient into an overdose situation. According to the hospital, the patient was in renal failure, so they wanted to take the pump out of the equation and turned it down to minimum rate (0.124 mg/day). Surgical intervention did not occur and was not planned. The patient's status at the time of this report was alive - no injury. The patient's outcome was unknown. The patient's medical history was unknown. Indications for use were chronic low back pain and spinal pain. The system was delivering morphine at a concentration of 20 mg/ml and a dose of 2.502mg. Follow up is being conducted. If additional information becomes available, the event will be updated.